Manufacturer narrative:
The device has been received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that there is a "fluid/oil leak" issue. The device was being used during surgery. No injury or medical intervention occurred. There was no additional information provided.